Manufacturer narrative:
The local field representative was contacted for additional information and none was available. At this time no additional information is available and records indicate this pacemaker remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker broke their clavicle and was concerned with their device functionality. The patient mentioned they were having a lot of atrial fibrillation (af) and experienced syncope. Boston scientific technical services (ts) advised the patient be seen by their physician.